Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) while wearing the lifevest. Device download data revealed that the patient was treated two times during the event. The patient's family reported that the device alarmed, blue gel came out, and the patient fell to the floor. Paramedics reportedly took the patient who later died at the hospital. Between 16:19:23 and 16:56:27, the patient's rhythm degraded to asystole with intermittent cardiac activity. The patient was treated two times at 16:58:06 and 17:01:11 respectively with the ECG recordings only showing CPR artifact at the time of and following the treatments. Between the two treatments, the patient was in asystole with intermittent cardiac activity and CPR artifact. CPR artifact contributed to the false detections. The response buttons were pressed after each treatment was delivered. The response buttons functioned appropriately. The patient remained in asystole with CPR artifact until device shutdown. There is no indication that the lifevest treatments due to CPR artifact caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.